Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and found that there were also high capture thresholds and high out of range shock impedance. Ts advised that the shock may be compromised due to the out of range impedance. Ts advised following actions and recommended a review of reports with the cardiology department. The device remains in use. No adverse patient effects were reported. Additional information received that this device also exhibited intermittent jumps of high out of range pacing impedance. The device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and found that there were also high capture thresholds and high out of range shock impedance. Ts advised that the shock may be compromised due to the out-of-range impedance. Ts advised following actions and recommended a review of reports with the cardiology department. The device remains in use. No adverse patient effects were reported. Additional information received that this device also exhibited intermittent jumps of high out of range pacing impedance. The device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession. Subsequently, the device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the reports and found that there were also high capture thresholds and high out of range shock impedance. Ts advised that the shock may be compromised due to the out of range impedance. Ts advised following actions and recommended a review of reports with the cardiology department. The device remains in use. No adverse patient effects were reported.